Event description:
The event was reported by the customer, the doctor was deploying a mammomark marker and the marker wouldn't deploy and the tip of the marker sheared off in the patient's breast. The doctor was able to retrieve the sheared off piece, attained a second marker, deployed the marker successfully, and completed the case with no patient consequence.